Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter (B)(4). Reference medwatch with patient identifier (B)(6) for the inform meter (B)(4).

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart, with a greater than 25% variance in results: 240 mg/dl (inform meter) and 42 mg/dl (lab), 284 mg/dl (inform meter) and 62 mg/dl (lab) sets of readings were taken at different times. No actions taken based on device results. Insulin was ordered for the infant, but no treatment was provided. Infant was diagnosed with galactosemia - missing the enzyme to break down galactose into glucose. Infant is now on soy milk and feeling fine. No adverse event reported. Review of storage, handling, dosing, and technique was performed # all acceptable. Requested return of suspect device and replacement was sent.